Event description:
A malfunction was reported on the pump by the customer, identified by the malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer contacted technical support, who provided assistance to reset the pump; however, the issue recurred. As a resolution, technical support arranged to send a replacement pump with updated software and provided instructions for its receipt and the return of the faulty pump. The customer was informed about the available training through their tandem source account and agreed to use an alternate insulin delivery method in the meantime.